Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It was reported that the patient had false readings coming from the dexcom and experienced dangerously low blood sugars. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.